Manufacturer narrative:
Investigation shows that the root cause is that the drr is not square, i.e. 256x256, or 512x512 pixels. This is a variation of this image shift occurrence that has been previously reported under MDR 2910081-2007-00031. A customer safety advisory notice, dated october 03, 2007, document # t2-00. 6800.02.01.02, has been released to all customers with coherence therapist r2.1 and primeview 3i, r2.1 workspaces. This advisory letter is released. Software update to repair this defect is in progress.

Event description:
In an abundance of caution, this event is being reported to the FDA. Customer narrative: we acquired a p.I. (Portal image), drr (digitally reconstructed radiograph) is loaded and associated automatically. When we try to draw something on the drr (using the pencil tool), then the drr changes the windowing and is shifted "down" ... In case of an ap field, the shift is longitudinal. The situation is obvious that the customer cannot calculate offset. Issue was discovered during applications training, no pt involvement. Potential for mistreatment if the planning image is shifted so that the image isocenter does not correspond to the machine isocenter.